Event description:
The customer reported an intermittent red x. No patient involvement was reported.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.